Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The reported event cannot be confirmed since the device remains implanted and is not available for evaluation. However, this event was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without svd and/or nsvd. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards received information a patient with a bioprosthetic mitral valve, implanted for 14 years, underwent a valve-in-valve procedure due to mitral stenosis. The tmvr was performed using an edwards transcatheter valve. No other details provided.

Event description:
Edwards received information that a patient with a 25mm mitral valve implanted 14 years underwent valve-in-valve procedure due to severe stenosis. A 26mm valve was implanted inside the failing 25mm valve. Echocardiography revealed minimal central mr with no perivalvular leak. The patient was transferred to the cvicu in stable condition. The patient was discharged home on pod #1.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.